Manufacturer narrative:
The returned device was evaluated and the pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. No timeouts or drive stalls were observed. The pod delivered 46 first prime pulses before generating an 0x10 alarm, indicating a reset caused by sawcop expiration. No damages or deficiencies were observed that would contribute to the generation of the 0x10 alarm. The 0x10 alarm is confirmed as the root cause of the reported needle mechanism complaint and reported alarm. The cause of the 0x10 alarm could not be determined.

Event description:
It was reported by the patient that the pod's cannula did not deploy as intended, indicating a needle mechanism failure. The pod was not worn. Treatment for reported issue was not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone phone_control_android cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system up1a.231005.007.s901usqs7exk9 cloud - smartphone hardware sm-s901u cloud - cgm sensor type g6.